Event description:
The caller reported that the tandem mobi pump battery would not charge despite using the correct charging pad, cable, and wall adapter. There was no reported impact to the customer¿s blood glucose level. The caller tried a different charging cable with no success, and technical support sent replacement charging supplies. Testing with a third-party nfc charger allowed the pump to begin charging, but subsequent attempts with a different charger at a healthcare provider's office were unsuccessful, leading to concerns that new supplies might not resolve the issue. Ultimately, the pump was replaced as part of the resolution process.